Manufacturer narrative:
On (B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Upon visual inspection, a white particle was observed on the stopper, verifying the reported incident. Further evaluation determined this to be a polypropylene particle. A review of the device history for the reported lot (2504069) was conducted. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no foreign matter or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While we could not identify a direct cause, our investigation determined the particle originated from friction between the device and the manufacturing equipment during movement. Personnel have been notified of this incident. Complaints received for this device and reported conditions will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event description: I am writing to inform you of an incident involving the following medical device chu label : 30ml 3p luer lock syringe reference: 301229 batch: 2504069 expiry date: 31/03/2030 date of event: 11/09/2025 event location: pui chu angers preparatory centre reason: when the syringe was opened, a plastic filament was stuck to the plunger inside the syringe barrel. The syringe was quarantined and not used for production. We have attached a photo. Proven consequences: loss of time and products, risk to the newborn if not intercepted before release. Need to reproduce a syringe. Have you recorded any similar incidents with this batch or reference number? The incriminating medical device has been retained. What are the procedures for its return for examination?